Manufacturer narrative:
H10: the sample was received for evaluation with a cap attached to the female connector. A visual inspection with the naked eye noted broken occluder legs and a damaged main body. The reported condition was verified. The cause of the damaged set could not be determined; however, the damage is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set was damaged; further described as "damage apparently with a sharp object and in small pieces". It was further reported that there was a separation (detachment) between the white twist sleeve and main body of the transfer set. This was noticed during patient use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.